Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use the platform was displaying an error message "re-align the patient" multiples times even though the patient was correctly aligned and on a flat surface. Per the customer , manual CPR was performed for an unknown length of time . No rosc ( (return of spontaneous circulation) was achieved . The patient expired. No additional information was provided. Follow-up attempts were made to get additional information with no success. No patient consequences was reported.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message "re-align the patient" was confirmed during archive review and functional testing. The root cause of the reported issue was due to defective load cell 1 and was replaced to remedy the fault. Autopulse was manufactured in 2011. This autopulse is beyond service life expectancy. This issue is characteristic of normal wear and tear. Once completed, the autopulse passed the final functional testing with no issue or faults observed. No physical damaged noted upon receipt. Archive review showed ua07 (discrepancy between load 1 and load 2 too large) error messages. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).